Event description:
It was reported that the patient heard an alarm and was examined by the cardiologist. An interrogation showed out of range impedance of the superior vena cava (svc) portion of the right ventricular (rv) lead. When the pocket was opened for evaluation, it was noted that the svc part was not appropriately connected to the connector block on the device. A revision was performed to correct the connection. After the revision, the function of the lead was tested and all values were normal. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 6947 implantable tachy lead, (B)(6) 2008. (B)(4).